Manufacturer narrative:
(B)(4). Batch # 880a49. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 880a49, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that fired device with gold reload on thick tissue. The stapler anvil was bent so they replaced with another stapler because of the bent anvil. The staple line was intact used vistaseal on top staple line as it was oozing slightly. The procedure was completed successfully. There were no adverse consequences for the patient.